Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2019-02996. It was reported that the patient experienced ineffective stimulation following a fall. X-ray revealed that the leads migrated at lead one vertebral body. Reprogramming was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received indicates that surgical intervention was undertaken on (B)(6) 2019 wherein the leads were repositioned. Reportedly, therapy was reported post operatively.